Event description:
Complainant alleged that during biomed testing, the device displayed "pace fault" and "paddle fault" messages and the pacer out put was erratic. Complainant indicated that there was no patient involvement in the reported malfunction.